Event description:
It was reported that the ipg was bothersome, and the patient felt it was too large. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 5126110/5126062.